Event description:
It was reported that during a ptca/stenting treatment procedure, the tip of the pt2 moderate support guide wire broke off. The physician was attempting to use the kissing balloon technique on this wire to treat a lesion in the lad - 2nd diagonal artery. The physician was placing a stent. The distal tip (1 - 2 cm) of the wire fractured during advancement, but was successfully removed with a 2 mm micro snare. No pt injury or complications were reported. The pt status was listed as "okay."